Event description:
A surgeon reported that the phaco tip broke at its proximal end when taking the tip out of the eye at the cornea tunnel location during a cataract procedure. The broken end was removed, the product was replaced with another and the procedure was completed without consequences to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).